Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently did not provide the appropriate conclusion code. This report is being submitted to correct this data.

Event description:
An implant card was received indicating that the vns patient underwent lead replacement surgery on (B)(6) 2015 due to lead discontinuity. Follow-up revealed that prior to surgery, the patient's device was tested and system diagnostic results showed a high impedance condition. During surgery, it was noted that the lead was fractured above the patient's collarbone. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Patient manipulation or trauma is not believed to have caused or contributed to the event, but it was noted that the patient was active. Attempts for additional relevant information have been unsuccessful to date.